Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched. The device was removed from the patient together with the endoscope and when it was attempted to remove the device from the endoscope outside the patient, the guide catheter broke. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system was returned for evaluation, however the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation revealed the push catheter to be buckled near the hub and the suture hole of the push catheter was torn. The guide catheter was stretched and broken. The broken guide catheter was found stuck on a guidewire and could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. A kink (suture impression) was noted at the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during use. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6), 2012.according to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched. The device was removed from the patient together with the endoscope and when it was attempted to remove the device from the endoscope outside the patient, the guide catheter broke. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.